Manufacturer narrative:
The investigation for the purge cassette leak has been completed. No product was returned for investigation. Clinical details were insufficient to determine the root cause. The cause of the purge leak cassette was not determined since product was not returned. Corrections to the initial MFR report: d4 model number, added d6a/d6b, f6/f8 should have been left blank.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The user facility reported a 49-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the impella 5.5 had purge leaking at connection site of the purge tubing to the one way stop valve of the cassette. The leak was coming from an apparent crack in the connection. Purge pressure and flow were stable and the nurse was directed to change the tubing which resolved the issue.